Manufacturer narrative:
Implant date, explant date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product evaluation was not performed because the product has not been returned. Manufacturing record review: review of the manufacturing records shows that the production order was manufactured and released according to specification. A search of complaints revealed no other complaints have been received for this production order. Conclusion: based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a capsule tear was noticed post-implantation of the zcb00 intraocular lens (iol). The iol was removed and replaced with a za9003 lens placed in the sulcus. A vitrectomy was performed, and the patient has recovered. The complaint product is not being returned. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.